Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on patient, the device had an air leaked from the cuff and the pilot balloon was easily deflated. It was reported that the device was replaced with new one but the issue was duplicated. The patient was required re-cannulation.

Manufacturer narrative:
Evaluation summary: one sample of pediatric cuffed tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 7cc of air was applied to the cuff. It was observed the cuff held the air. The cuff, inflation line, and pvt valve were submerged into a container filled with water and no air leaks were observed in the components. The sample was left inflated 24 hours and no deflation was observed. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.